Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was pulsatile measuring 6.9 cm x 6.9 cm. The aortic neck is 23.2 cm in diameter proximally and 26.8 cm distally. It was reported that the stent graft was accurately positioned below the renal arteries; however, after it was deployed it landed 1 cm lower than the renal arteries and it is unknown how that happened. Because the aneurysm is pulsatile that may have had an effect in the accuracy of deployment. The decision was made to implant an aortic cuff proximally to cover the distance from the lowest renal to down. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent graft misplacement), patient's condition affected effectiveness of device (pulsatile aaa and conically shaped proximal neck), unapproved use of device (8 mm neck length). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pulsatile aaa and conically shaped proximal neck), user error contributed to event (8 mm neck length).